Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncopal episodes. Subsequently, the patient was hospitalized for evaluation. This product remains in-service.